Event description:
The cast cutter was sent for evaluation due to smoking during a cast removal procedure. The procedure was completed without any procedure delay. No adverse event was associated with the device.